Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Event description:
--

Event description:
Boston scientific received information that during a routine follow-up of this implantable cardioverter defibrillator (ICD), it was noted that end of life (eol) had been reached after five years in service. The physician suspected that the battery depleted prematurely. This ICD was replaced and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.